Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had displayed a white screen. This is indicative of a lock up condition. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the user interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to integrated circuit, designator u2, having corrupt memory.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had displayed a white screen. This is indicative of a lock up condition. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.